Event description:
The customer reported no audio from the mx40. There was no patient involvement. There was no report of a patient injury or harm.

Event description:
It was reported to philips that there were multiple mx40 telemetry devices at the customer site that were experiencing audio speaker problems. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.